Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025 at 02:25, the device did not infuse the total volume of the blood product (red blood cell) infusion. Per report, approximately one-third of total volume 269ml remained in the bag at the end of the infusion. There was patient involvement but no harm.